Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised due to pain. Update rec'd 5/25/2016: litigation received. Litigation also alleges discomfort, metallosis, and elevated metal ions. The stem is being added to the complaint. A doi was provided. This complaint was updated on: 6/10/2016. Update ad (B)(6) 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and medical records. Ppf alleges of pseudotumor, fracture bone, abductor muscle repair, infection requiring IV antibiotic and loosening of stem. After review of medical records for the MDR reportability, patient was revised to address painful right hip metal-on-metal implant. Stem, head and cup was updated. Liner was added due to alleges infection. Date of revision in right hip was updated to (B)(6) 2015. Revision in left hip was captured under (B)(4).

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.